Event description:
It was reported that during implantation of the preloaded monofocal intraocular lens (iol) the physician felt a mild resistance and found a crack with a length of about 3 mm in the center of the optic. The account also indicated that due to the risk associated with replacement, the physician chose to leave the lens implanted. The patient experienced no complications and had no significant past medical history. There was no other medical intervention performed. Through follow-up, we learned that the preloaded device was prepared by the physician with ophthalmic viscosurgical device (ovd) healon 0.85 and it was placed from the cartridge canopy. The ovd was placed and kept horizontally after it was removed from the tray and a sufficient amount was used. No further information was provided.

Manufacturer narrative:
Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number:(B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as serial number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and corrected data: further information was received from the account. Therefore, the following fields are being updated accordingly: section a2 (age): 64 years. Section a3a (sex): female. Section b5 - describe event or problem: account indicated that the plunger was left locked after half rotation for a short period of time and the lens was advanced and discharged in the right eye within one minute. Section d4 - catalog number: dcb00v0230. Section d4 - serial number: (B)(6). Section d4 - expiration date: jun 1, 2026. Section d4 - unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: jun 1, 2023. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the photographs provided by the customer were evaluated. The photographs showed an eye implanted with the suspect lens and a scratch was observed on the optic of the lens. Based on previous clinical advice, due to the location and characteristics of the scratch like mark, it is not expected for the mark to impact the optical function of the lens; however, the definitive impact and incident root cause could not be determined from a photograph assessment. Since no product was received, no further evaluation could be performed. The complaint issue "lens damaged" was not identified during photograph evaluation. The observed "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.